Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact. Event log noted high pressure alarm. A visual inspection and functional test were performed, and the reported failure was replicated. The root cause of the event can be attributed to a faulty downstream occlusion sensor which will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.